Manufacturer narrative:
Concomitant medical devices: 4568 lead, implanted (B)(6) 1998. Product event summary: the device was not returned for analysis. However, performance data was received and analyzed and no anomalies were found. No right ventricular (rv) lead capture threshold data was available. Capture management was turned off. No high rate episodes were observed. Pacing impedance was within normal range.

Event description:
It was reported that the right ventricular (rv) lead exhibited non-capture in bipolar configuration although thresholds were normal in unipolar configuration. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.